Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator recharger (insr) showed it was charging their implantable neurostimulator (ins) at one point, but now the ins would not take a charge. The patient reported they had been in an accident. The patient stated that the green light was showing on the insr, the white arrows on the desktop charger and insr were aligning, and the connector pin was not loose. The patient also noted that the insr screen showed the recharge ins message. The patient mentioned that the recharging issues started about 4 days prior to the report. They also stated that their stimulation stopped 24-36 hours ago prior to the report. The patient was redirected to repair. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.